Event description:
The customer reported to olympus that during the diagnostic bronchoscopy/endobronchial ultrasound (ebus), all of a sudden the screens went black and the power went out on the evis exera ii ultrasonic bronchofibervideoscope and when the tube was pulled out, the tip was bent. The procedure was one and a half hours long and was extended by about 10 minutes due to not being able to straighten the scope. A glidescope was used to assist with scope removal and anesthesiology was called to assist visualizing the vocal cords during the removal of the scope. The condition of the patient was not impacted by the failure. A different scope was used to complete the procedure.